Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2002.

Event description:
It was reported that the patient "didn't feel good". It was noted that the patient's right ventricular (rv) lead had high thresholds and impedance that had spiked. The lead was capped and replaced. No further patient complications have been reported as a result of this event.